Event description:
An insurance claims specialist stated they received a suit filed by an end user regarding the use of an invacare concentrator, homefill system, and homefill tanks resulting in a sudden fire ball and personal injury.

Manufacturer narrative:
This incident will be reported in an abundance of caution due to the allegation that one of the invacare devices resulted in a ¿sudden fire ball¿. Due to the lack of information the medwatch will be filed against the oxygen concentrator. At this time, it is unclear which one if any of the devices resulted in the alleged incident. The reporter also didn¿t clarify the alleged ¿personal injury that occurred. Based on the available information its unclear what if any malfunction occurred. This incident continues to be further investigated. If further pertinent information becomes available a follow medwatch will be filed.